Manufacturer narrative:
H10: the device failed to work as expected by the customer. However, the bench repair technician could not duplicate the customer¿s reported problem but noticed that the device is very slow/sluggish between the menus and replaced the main board (which include the nbp pump). The absence of further calls supports that the reported problem has not recurred or was resolved. The device remains in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were unable to turn on the device and that the monitor freezes up and is unable to turn off or get it going again. The device was not in use on a patient.